Event description:
On (B)(4) 2013 tosoh bioscience was notified that 2 pt specimens that were to be tested for troponin were erroneously tested using total t3 reagents and the total t3 results were reported as troponin results. The operator reported 2 troponin pt specimens: pt ID (B)(6) = 0.74. The pts were transferred to a larger hospital, the troponins were retested, and the troponin results were normal. No add'l info was provided by the larger hospital. Root cause: operator error.

Event description:
On (B)(4) 2013 tosoh bioscience was notified that 2 pt specimens that were to be tested for troponin were erroneously tested using total t3 reagents and the total t3 results were reported as troponin results. The operator reported 2 troponin pt specimens: pt ID (B)(6) = 0.79. The pts were transferred to a larger hospital, the troponins were retested, and the troponin results were normal. No add'l info was provided by the larger hospital. Root cause: operator error.